Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical UK for evaluation. Review of the device logs confirmed the device emitted a beeping tone and shut down approximately 55 minutes into use due to a low battery condition while operating on battery power only. The specific battery used during the event is unknown; however, two batteries were returned for evaluation and confirmed not to be from the event date. The device passed all functional and stress testing and will be recertified for clinical use. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.